Event description:
It was reported that during a tonsillectomy/adenoidectomy procedure using a procise max wand, the wand clogged after 15 minutes of activation. Another procise max wand was opened and this wand clogged as well. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or pt complications reported as a result of this event.